Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr catheter with the distal end of the related rota wire protruding out of the burr tip. Despite best efforts, the wire could not be dislodged from the rotalink burr. The protruding wire was observed to be stretched and bent. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection revealed the burr had evidence of being used in the procedure, handshake connector was bent, the coils were stretched and kinked, and the sheath was stretched, detached, and bent (excessive tensile applied to material). The housing was dismantled during the lab analysis. The rotalink advancer that was used in the procedure was not returned for analysis and testing the complaint device with a lab supplied advancer could not be completed, as the rotalink burr was too damaged to properly test. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated, and the damage/condition of the returned device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09feb2021. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mmx3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed the distal end of the related rotawire was stuck and protruding out of the burr tip, the wire could not be dislodged from the rotalink burr, and sheath detachment.